Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported that during a vitrectomy procedure both of the illumination ports were not working. The patient had received peribulbar anesthesia. The system did not display any system messages. The directions for use (dfu) were followed. The problem was not noticed before the beginning of the procedure. The case was not completed. The patient was re-scheduled for surgery. Additional information was requested with none received to date.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure both of the illumination ports were not working. The case was not completed. The patient was re-scheduled for surgery.